Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, selftest, unexpected alarm error test and displacement test. No unexpected alarm error alarms noted. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window and case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed unexpected restart. The customer¿s blood glucose level was 202mg/dl at the time of the incident. The mother stated that the pump was not stored or not in use for an extended period of time. Alarm did not occur shortly after. Troubleshoot was performed but did not resolve the issue. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.